Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, the wire in front of the handle of an ngage nitinol stone extractor was discovered broken. The basket would not open properly. The issue with this device was discovered prior to making contact with the patient and it was not used. Another basket was used to complete the procedure. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, the wire in front of the handle of an ngage nitinol stone extractor was discovered broken. The basket would not open properly. The issue with this device was discovered prior to making contact with the patient and it was not used. Another basket was used to complete the procedure. There were no adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device and functional test were also conducted. The product was returned to cook in the original open pouch and shipping carton. The basket was closed, with the handle in the open position. The fittings on the handle were tight. The basket sheath was broken at the orange support sheath. The basket was closed and could not be opened. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product instructions for use (IFU) provides the following to the user related to the reported failure mode: important: excessive force could damage device. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was separated at the orange support sheath, preventing the motion of the handle from opening the basket. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information to report since the previous medwatch report was submitted.